Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient son called in stating that his mother has had to go to the doctor due to the purple dye from the wicks rubbing off and staining her vaginal. Rep found that the order was placed on (B)(6) 2025. Will do a exchange and send out the original wicks. Will speaking to my sup, was unable to hear the pt, will cb. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 31jul2025, just disregard the issue. Patient had some of the older purewick (blue) heads that they switched to and have given patient antibiotics which seems to have cleared up the issue. They can¿t be certain what the issue was but hopefully they are over it.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient son called in stating that his mother has had to go to the doctor due to the purple dye from the wicks rubbing off and staining her vaginal. Rep found that the order was placed on (B)(6) 2025. Will do an exchange and send out the original wicks. Will speaking to my sup, was unable to hear the pt, will cb. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 31jul2025, just disregard the issue. Patient had some of the older purewick (blue) heads that they switched to and have given patient antibiotics which seems to have cleared up the issue. They can¿t be certain what the issue was but hopefully they are over it.